Manufacturer narrative:
Unique identifier (UDI) #(B)(4). The country of origin is (B)(6). Service maintenance had been performed recently. The field service engineer changed the reagent probes and adjustments of the probe positions were performed. The reagent probe and reagent probe covers had some white powder in the head which was cleaned. It was confirmed there was no damage. The gear pump pressure was slightly too low and was adjusted. The customer monitored results and had not reported any further issues since the field service engineer's visit. The investigation determined that the performed actions by the field service engineer solved the issue. The cause of the event could not be determined.

Event description:
The initial reporter complained of questionable magnesium results for one (1) patient sample on a cobas 8000 c 702 module analyzer. The initial result was 0.91 mmol/l (on line 2) and the repeat result was 1.41 mmol/l (on line. The sample was then repeated on line one (1) with the results of 1.63 mmol/l, 0.84 mmol/l and 0.84 mmol/l. A questionable result was reported outside the laboratory. The result of 0.84 mmol/l was believed to be correct. The reagent lot number and expiration date were asked for but not provided.